Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding and patient outcome, as well as a direct correlation to the heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. Per additional information, no imaging was performed, and the device was not investigated. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6)2018. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists bleeding and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient fell at home and had bleeding from head injury. Prior to this event the patient was declared do not resuscitate (dnr) and do not intubate dni). The patient was taken to the emergency department where the patient passed away. The device was not interrogated and the device will not be returned for evaluation.